Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient; therefore, a device evaluation will not be performed. Patient medical records have been requested, and medical imaging has been received awaiting further evaluation by a clinical specialist. A follow-up report will be submitted subsequent to completion of clinical analysis. H3 other text : device remains implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2026 with the implant of an alto abdominal stent graft system. Routine follow-up conducted on approximately (B)(6) 2026 identified a possible occlusion of the left renal artery. A type ii endoleak was also identified. Reportedly the device is positioned more than 10mm higher than intended, although there was no suspicion of malposition at implantation it was also reported that the suprarenal stent is not fully apposed to the aortic wall at several points, and there is angulation of the aorta just above the renal arteries. Renal function of the patient will be checked to determine if it is acceptable, the physician does not plan to reintervene. Patient will be monitored.